Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one guidewire, with guidewire straightener, loaded into an introducer needle was returned for evaluation. Functional, dimensional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for the reported difficult to remove issue, as the exact circumstances at the time of the reported event are unknown. The investigation is confirmed for the identified stretched issue, as uncoiling of the outer coils was observed just proximal to the distal tip of the guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023), g3, h6 (device, method). H11: d4(medical device lot number), h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a procedure, the guidewire allegedly could not be removed from the introducer needle. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a procedure, the guidewire allegedly could not be removed from the introducer needle. There was no reported patient injury.